Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comorbidities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that a patient was admitted to hospital on (B)(6) 2015 with a two day history of melena. Laboratory testing revealed anemia when compared to his baseline hemoglobin level. On admission, the patient's anticoagulation and bumex were put on hold. The patient appears to have been started on a heparin bridge at this time. The patient was transfused for hemoglobin below 8.0 and he was placed on an intravenous (IV) proton-pump inhibitor (ppi). On (B)(6) 2015, the patient's international normalized ration (inr) was less than 1.8 and a push enteroscopy was performed. Based on these results, a recommendation was made to continue the patient's ppi and for him to be followed. The patient remained off of his aspirin, his heparin bridge was discontinued and his coumadin resumed with a therapeutic inr goal of 1.8-2.2. The site further reported that they applied desoximetasone ointment to the patient's driveline. He had no further episodes of obvious bleeding and his bowel movements were soft and brown. The patient required a further unit of packed cells for a hemoglobin of 7.7 that morning prior to his discharge on (B)(6) 2015 on oral bumex and protonix.